Manufacturer narrative:
(B)(4). Device received (batch number (B)(4)) for evaluation was visually inspected. Metal sleeve has a small dent near top of column. Functional testing was conducted. The discs in all three check valves would move as the column valves were turned from one side to the other, showing the discs themselves were free to move. The column to bottle and the bottle to column dump valve opened and closed freely. Temperature probes were connected to manage circuit temperature. The concha smart neptune was set at 37 deg.c., and run for one hour without interruption as the column successfully provided the correct amount of moisture into the dual limb heated circuit. The buildup of heavy rainout in the circuit was evidence of the column providing the necessary moisture. Tests confirmed that the low water warning was working. The device history record (for batch number received) review showed no issues or discrepancies were found which could potentially relate to this complaint. The complaint cannot be confirmed. During investigational testing the column performed as intended with no deficiencies noted. No corrective/preventative actions will be assigned.

Event description:
Customer complaint alleges that the column had water in it, but there was no humidification. Alleged defect was reported as detected during use. No harm or injury to patient reported.